Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference numbe (B)(4). Event occurred in the united states it was reported that patient experienced occlusion at the site event on 23-jun-2024. Patient changed supplies as necessary and resumed insulin therapy. No further information available.